Manufacturer narrative:
Results: the pusher assembly was kinked approximately 6.0 and 26.0 cm from the proximal end. The embolization coil had offset coil winds concentrated on its proximal end. The pull wire was fully retracted from the pusher assembly. There were no visible fractures on the pusher assembly. Conclusions: evaluation of the returned penumbra smart coil (smart coil) revealed a detached embolization coil and fully retracted pull wire. The actuation of the handle reportedly separated the pet lock. The forceful attempt to manually detach the coil likely resulted in the full retraction of the pull wire. Further evaluation revealed the embolization coil was intact and the pull wire was retracted from the distal detachment tip (ddt). The non-penumbra catheter used during the procedure was not returned for evaluation. Therefore, the root cause of the inability to detach the coil could not be determined. Further evaluation also revealed kinks on the pusher assembly. If these kinks were present during the procedure they may have caused added friction inside the smart coil detachment system. This friction could have contributed to the difficulty detaching the coil. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00604.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom)to treat a cerebral aneurysm using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician successfully placed seven coils and a smart coil using a non-penumbra microcatheter. The physician then felt slight resistance, but was able to advance another smart coil to the target location. The physician then however was unable to detach the smart coil using the handle, despite the pet lock being separated. The physician therefore attempted to manually detach the smart coil with forceps, however the pusher assembly then became fractured. The smart coil was therefore removed, and the procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Conclusions: evaluation of the returned smart coil revealed a detached embolization coil and fully retracted pull wire. The actuation of the handle reportedly separated the pet lock. The forceful attempt to manually detach the coil likely resulted in the full retraction of the pull wire. Further evaluation revealed the embolization coil was intact and the pull wire was retracted from the distal detachment tip (ddt). The non-penumbra catheter used during the procedure was not returned for evaluation. Therefore, the root cause of the inability to detach the coil could not be determined. Further evaluation also revealed kinks on the pusher assembly including bends on the very distal end. This bend was likely due to navigating calcified and tortuous patient anatomy. These kinks, bend, and tortuous anatomy may have caused increased friction inside the smart coil detachment system. This friction likely contributed to the difficulty detaching the coil.